Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a celect-pt filter would not deploy from the femoral introducer. Another filter was successfully placed. Only the celect-pt filter was returned and an investigation revealed a kinked secondary filter leg and three secondary legs, which were crossed, but easily repositioned. Reportedly the filter was advanced from femoral approach, but based on the information provided and since the femoral introducer was not returned it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter from the femoral introducer. However, the damaged filter suggested that the pre-expanded filter had been exposed to some manipulation during the release attempt/the retraction. The instructions for use supplied with the device caution that attempting to retract the pre-expanded filter still connected to the filter introducer, could damage the secondary legs or caval wall. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the inferior vena cava filter would not deploy. Procedure completed with another device. Patient outcome: the patient did not experience any adverse effects due to this occurrence.